Event description:
Journal reference: ellis tm, foote kd, fernandez hh, et al. Reoperation for suboptimal outcomes after deep brain stimulation surgery. Neurosurgery. 2008;63(4):754-761. To examine a case series of reoperations for deep brain stimulation (dbs) leads in which clinical scenarios revealed suboptimal outcome from a previous operation. Suboptimally placed dbs leads are one potential reason for unsatisfactory results after surgery for parkinson's disease (pd), essential tremor (et), or dystonia. Device manufacturer of the dbs products was not identified. Reportable event: et patient 1, female, had a lead fracture caused by compulsive "twiddling" of her impulse generator in the chest. The connector wire was replaced in this patient, and the chest impulse generator was tacked down in a more secure fashion. See MFR report # 2182207200808506.